Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert due to noise oversensing episodes. In addition, intermittent oversensing and undersensing was noted on stored electrograms. The lead remains in use. No patient complications have been reported as a result of this event.